Manufacturer narrative:
(B)(4).refer to MDR-2016-15258 for a medwatch report associated with the 27mm epic valve.

Event description:
On (B)(6) 2014, a double valve replacement was performed and a 27mm epic valve was implanted in the mitral, intra-annular position using everting mattress sutures and a 23mm trifecta valve was implanted in the aortic, supra-annular position using non-everting mattress sutures. In (B)(6) 2016, the patient reported dyspnea on exertion and was diagnosed with mitral stenosis (mitral valve area, 0.74 sq cm). On (B)(6) 2016, a redo mitral valve replacement was performed and the 27mm epic valve was explanted. Ex vivo, significant pannus ingrowth was observed on the epic valve which the physician suspected may have led to limited cuspal mobility prior to explant. A 27mm sjm masters series mechanical heart valve expanded cuff was implanted in the mitral position. Concomitantly, a redo aortic valve replacement (avr) was performed and the 23mm trifecta valve also was explanted and a 23mm regent valve was implanted in the aortic position. No details were available regarding the reason for the redo avr.

Manufacturer narrative:
The results of this investigation concluded all three cusps were fibrotically thickened. There was circumferential fibrous pannus ingrowth on the inflow surface with narrowing of the inflow diameter and markedly limited cusp mobility. There was thin fibrous pannus ingrowth on the outflow surface of all cusps. Special stains were negative for organisms and no acute inflammation or significant calcifications were observed. The outflow surface of cusp 1 contained an incised area in the base. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, the patient was admitted due to acute mitral regurgitation (mr) as a result of ruptured chordae tendinae and congestive heart failure and the chordae were reconstructed. According to a tee, resolution of the mr was noted. Within two weeks, grade iii mr returned as diagnosed on ultrasonic cardiography. On (B)(6) 2014, a double valve replacement was performed due to recurring mr (secondary to additional ruptured chordae tendinae) and aortic regurgitation. A 27mm epic valve was implanted in the mitral, intra-annular position using everting mattress sutures and a 23mm trifecta valve was implanted in the aortic, supra-annular position using non-everting mattress sutures. In (B)(6) 2016, the patient reported dyspnea on exertion and was diagnosed with mitral stenosis (mitral valve area, 0.75 sq cm). On (B)(6) 2016, a redo mitral valve replacement was performed and the 27mm epic valve was explanted. Ex vivo, significant pannus ingrowth was observed on the epic valve causing the cusps to appear fused together which the physician suspected may have led to limited cuspal mobility prior to explant. A 27mm sjm masters series mechanical heart valve expanded cuff was implanted in the mitral position. Concomitantly, a redo aortic valve replacement (avr) was performed secondary to what was reported to be stiffening cusps. The 23mm trifecta valve also was explanted and a 23mm regent valve was implanted in the aortic position. A post-operative tee revealed trivial mr.